Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number {r001518}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Following insertion into the right femoral artery, which had a minimum diameter of 6.4 millimeter¿s (mm), the delivery catheter system (dcs) was unable to be advanced at the right external iliac artery. Subsequently, an access site dissection was observed. A balloon angioplasty and a non-medtronic 8 mm x 60 mm stent placement were performed to treat the dissection. It was noted that the procedure was delayed 30 minutes as a result of the treatment. Per the physician, the cause of the dissection was due to interaction of the dcs and calcium in the right external iliac artery. Ultimately, it was decided that the procedure would be aborted and that the patient would return at a later date for a transcatheter aortic valve implant with an alternate access site.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.